Event description:
A hospital in (B)(6) reported that the tubing of an 900mr810 reusable adult breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 reusable adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and the resistance of the heater wire was measured using a calibrated multimeter. Results: visual inspection revealed that the tube had been pulled or stretched; the breathing tube's film had not been torn. No damage was noted to the heater wire. Resistance test of the heater wire showed that it was within specification. A lot check could not be performed as no lot number was provided. Conclusion: based on the inspection conducted the damage observed on the returned breathing circuit was most likely caused by physical damage. All 900mr810 reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr801 reusable adult breathing circuit state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors, do not pull or twist tubing, as this may cause damage."

Event description:
A hospital in (B)(6) reported that the tubing of an 900mr810 reusable adult breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr810 evatherm circuit is en route to fisher & paykel healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.